Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the information available and since the device remained implanted and was not accessible for further investigation, the definitive root cause of the event cannot be established. However, from the document review performed, no manufacturing deficiencies were noted. It should be noted that patient has recovered after administration of platelets.

Event description:
Manufacturer was informed of following event through mantra study database. Reportedly, a perceval plus valve size l was implanted in the patient through minimally invasive procedure on (B)(6) 2024. Based on the information received, patient had coagulopathy and received administration of 4 ffps and one unit platelets on (B)(6) 2024 and has recovered on (B)(6) 2024.